Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator). After a polypectomy, a colonic perforation was visible. The issue was resolved with a good patient outcome. No information regarding the settings or use of the esu was provided. Also, no specific patient information was provided. Note: the generator was distributed by an affiliate of our parent company. Therefore, the p/n of the unit is different than the number in the united states.

Manufacturer narrative:
The esu was evaluated. The testing included an electrical safety check, a check of its features, and a power output check. The unit was found to meet specifications. Therefore, no problem was found with the generator that would have caused or attributed to the event. No accessory was sent for inspection/testing. As a result, the perforation may have been caused during the manipulation of the involved instrument (technique) or a faulty accessory. However, no conclusive determination could be made as to the cause of the incident. No trends have been identified with this situation. Erbe USA is now closing this event.